Event description:
It was reported that the gastrointestinal videoscope exhibited artifacts in the image and that the electronic connector had residue on the contacts. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: b5 (remove electronic connector with debris on the contacts as this was reported in error and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur) the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: artifacts in image was caused due to damaged electronic connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.